Manufacturer narrative:
Patient declined to provide weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient never received effective therapy despite multiple reprogramming. It was noted that the patient's lead was placed too posterior. As result, the lead was explanted and replaced. Effective therapy was established post-operative.